Manufacturer narrative:
This shall be a MDR reportable event as the hcw was sent to emergency room for compliance with the clinic's post exposure protocol. Thus, we are submitting this medwatch. Based on jmsna's e-mail dated 03/30/2010, the pt is a low risk on infectious diseases. Based on the info gathered by jmsna, we believed that this might be related to end-user's usage method of the product. The hcw stated that she did not see any defects on the needle or guard before, during or after treatment. Based on DHR and preserved sample review, no discrepancy was reported. Conclusion: we apologize for the inconvenience caused. We suspect that the end-user might have not retracted the needle below the safety line. Thus the end-user got stuck with the exposed off needle tip. We would like to remind the end-user to retract the needle until the wing is below the safety line. We would like to recommend end-user to follow the techniques mentioned in instruction for use (IFU) for recommended needle retraction method. Lastly, jms will continue to maintain good quality of our products and ensure that only good quality products will be delivered to customers.

Event description:
Facility reported "while removing needle and trying to use safety guard, the device flipped back and stuck the staff in the finger". Health care worker (hcw) info: (B) (6). Gender: female. (B) (6).